Event description:
Customer reported receiving imprecise adc meter readings of 19.0 mmol/l and 2.0 mmol/l obtained within a ten-minute timeframe. When plotted on the parkes error grid, the results fell within the "c" zone showing the difference in readings is considered clinically significant. There was no report of serious injury, death or mistreatment associated with this report.

Manufacturer narrative:
(B) (4). This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is complete.